Event description:
Procedure type: lap hernia repair. According to the reporter: the surgeon undertook a laparoscopic hernia repair. She inserted the omst10sb balloon and on inflation the sleeve blew off. The sleeve was retrieved from the patient and a new one was used successfully.

Manufacturer narrative:
(B)(4).